Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Lot# unknown. UDI: (01)gtin unavailable, product made prior to gtin compliance date. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a procedure for proximal femur fracture on an unknown date, the tip of an impactor broke during a plate insertion. There was no impact to patient reported. Surgery and patient outcome was not reported. This report is for one (1) dhs/dcs impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal femur fracture procedure was completed successfully, no delay to surgery.